Event description:
It was reported the customer had a low blood glucose event causing them to crash their car. Customer stated their insulin pump did not alert them of a low, resulting in the vehicular accident on (B)(6) 2015. The customer was driver in the vehicular accident. Customer's blood glucose at the time of the accident was 20 mg/dl. It was found the paramedics had treated the customer with a glucagon injection at the time of the accident. Customer also reported their sensor had a blood glucose reading of 70 mg/dl or 80 mg/dl when they checked the insulin pump during the accident. Customer stated they were not admitted to the emergency room, just treated at the scene of the accident and was brought into the emergency room and later released. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also requested assistance with programming their transmitter. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.